Event description:
It was reported that the monopolar curved scissors instrument is broken on the end and nothing fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument tube extension is dislodged from the main tube and the entire tube extension wall is broken at the base of the axil keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing and it appears that the damage may have been caused by excessive side loading. Engineering also observed a 2.75 inch long section with light material removed all around the distal end of the main tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.